Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The filter's port was damaged, which would cause leakage. The root cause of the complaint is damage that may have occurred during shipping or through user handling. Terumo will review the next build of this pack and will recommend to ship palletized. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the pre-bypass filter leaked. There were two occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure, there was no patient harm.